Event description:
During a preventive maintenance to the iabp, the company representative observed that the balloon transducer offset was unstable. He attempted to dismount the transducer but was unable to do it at first because the screws of the transducer mount kept spinning but did not unscrew. The customer representative eventually removed the screws and found that the thread of the screws were partially stripped. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative replaced the damaged screws and performed calibrations, functional tests and safety checks to meet the factory specifications. The unit was released to the customer. (B)(4).